Event description:
It was reported that, during a lithotripsy procedure, after 16.03 kj of use, the fiber broke in half. The fiber was replaced, and the procedure was completed. There were no patient complications.

Manufacturer narrative:
H6 evaluation conclusion codes (1): corrected.

Event description:
It was reported that, during a lithotripsy procedure, after 16.03 kj of use, the fiber broke in half. The fiber was replaced, and the procedure was completed. There were no patient complications.